Event description:
There was an allegation of questionable calcium gen. 2 and bilirubin total gen. 3 results from the cobas 8000 c702 module for two patients. Patient 1's initial calcium result was 1.54 mmol/l, and the repeat result was 2.27 mmol/l. Patient 2's initial total bilirubin result was 2.4 mol/l, and the repeat result was 4.9 mol/l. The results were not released outside of the laboratory. The questionable results were detectable to the user because they did not match the patient's clinical diagnosis.

Manufacturer narrative:
The calcium gen. 2 and bilirubin total gen. 3 reagent lot numbers and expiration dates were not provided. A field service engineer (fse) determined that the lamp had been in use for over 750 hours and replaced it. The fse found a leak in the cell rinse tube and replaced it. He also replaced the reagent needles. The investigation determined that the service action resolved the issue.